Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the nurse wanted to verify therapy was ok. Patient had been on therapy since on (B)(6) 2023 and had about 12 hours left of cooling in an arctic sun device. Patient temperature (pt) had dropped below targeted temperature (tt) of 33.5c, patient temperature (pt) was 33c, water temperature (wt) was 31.2, water flow rate (wfr) was 0.5 l/m. Advised that patient was only 0.5c from targeted temperature (tt). So, water temperature (wt) was not going to be extremely high to prevent overshoot, but they did need to address the water flow rate (wfr). Water flow rate (wfr) affected heater's ability to turn on. Walked through stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Advised to kept all lines as straight as possible with no bends or kinks. Restarted therapy. After a couple of minutes device started alerting low flow 02. System diagnostics were outlet monitor temperature (t1) was 27.1c, outlet control temperature (t2) was 27.1c, inlet temperature (t3) was 26.8c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 5, system hours were 887.7 and pump hours were 754.9. Tried to adjust pads again, but water flow rate (wfr) was not increasing. Advised to swap out pads for a new set as the heater was not going to be enable and adjust to patient temperature (pt) dropped or rewarming phase if water flow rate (wfr) was so low. Per follow up information received via email on 23aug2023, it was reported that the patient was a baby, but they did not have anymore identifying information. Therapy was completed and there was no impact to the patient. The nurse was advised to change the gel pad. Once the pad was changed, the device worked fine. The device did not go to biomed.

Event description:
It was reported that the nurse wanted to verify therapy was ok. Patient had been on therapy since (B)(6) 2023 and had about 12 hours left of cooling in an arctic sun device. Patient temperature (pt) had dropped below targeted temperature (tt) of 33.5c, patient temperature (pt) was 33c, water temperature (wt) was 31.2, water flow rate (wfr) was 0.5 l/m. Advised that patient was only 0.5c from targeted temperature (tt). So, water temperature (wt) was not going to be extremely high to prevent overshoot, but they did need to address the water flow rate (wfr). Water flow rate (wfr) affected heater's ability to turn on. Walked through stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Advised to kept all lines as straight as possible with no bends or kinks. Restarted therapy. After a couple of minutes device started alerting low flow 02. System diagnostics were outlet monitor temperature (t1) was 27.1c, outlet control temperature (t2) was 27.1c, inlet temperature (t3) was 26.8c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 5, system hours were 887.7 and pump hours were 754.9. Tried to adjust pads again, but water flow rate (wfr) was not increasing. Advised to swap out pads for a new set as the heater was not going to be enable and adjust to patient temperature (pt) dropped or rewarming phase if water flow rate (wfr) was so low. Per follow up information received via email on 23aug2023, it was reported that the patient was a baby, but they did not have anymore identifying information. Therapy was completed and there was no impact to the patient. The nurse was advised to change the gel pad. Once the pad was changed, the device worked fine. The device did not go to biomed. It was reported that the kink was found during the sample evaluation results on (B)(6) 2023.

Manufacturer narrative:
The reported issue was confirmed due to air leak. However, the root cause of the air leak could not be determined. A potential root cause of the air leak is the use of punctured pads or pad lines. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for showed a kink present in one line. Pr# has been opened to capture the kink. * hydrogel was intact with pad and not separated. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not place any positioning devices under the pad manifolds or patient lines." "Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range." "If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse wanted to verify therapy was ok. Patient had been on therapy since (B)(6) 2023 and had about 12 hours left of cooling in an arctic sun device. Patient temperature (pt) had dropped below targeted temperature (tt) of 33.5c, patient temperature (pt) was 33c, water temperature (wt) was 31.2, water flow rate (wfr) was 0.5 l/m. Advised that patient was only 0.5c from targeted temperature (tt). So, water temperature (wt) was not going to be extremely high to prevent overshoot, but they did need to address the water flow rate (wfr). Water flow rate (wfr) affected heater's ability to turn on. Walked through stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Advised to kept all lines as straight as possible with no bends or kinks. Restarted therapy. After a couple of minutes device started alerting low flow 02. System diagnostics were outlet monitor temperature (t1) was 27.1c, outlet control temperature (t2) was 27.1c, inlet temperature (t3) was 26.8c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 5, system hours were 887.7 and pump hours were 754.9. Tried to adjust pads again, but water flow rate (wfr) was not increasing. Advised to swap out pads for a new set as the heater was not going to be enable and adjust to patient temperature (pt) dropped or rewarming phase if water flow rate (wfr) was so low.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.